Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that an electrical pin was pushed back in the connector which caused an e8 error. Therefore, the reported condition was confirmed. It was determined that this was due to worn out connector. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device displayed an e8 error message. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.